Event description:
The customer reported that the whole side of his insulin pump was coming apart. The blood glucose reading was 96mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with scratched display window, cracked end cap, cracked case at the display window corners and battery tube threads.